Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2015 18:24:13. During night drain cycle one, the patient's ultrafiltration reading was 1827ml, indicating the home patient (hp) drained 1827ml more than their maximum programmed fill volume of 1700ml. No additional information is available.